Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative learned that upon discovery of the powered off device, the ECMO operator tried a different outlet in the room with the same result. The outlets were tested by facilities and no issues were found. The facility biomedical engineer tested the device for a week after the event without failure. The service representative tested the electrical functionality of the device, as well as the ups, and no issues were found. The reported issue could not be reproduced. The s5 system instructions for use (IFU) contraindicate the use of the device for more than six hours for ECMO procedures. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 system lost power during a thirteen-hour ECMO procedure. There was no report of patient injury.